Manufacturer narrative:
It was confirmed that the unit had a battery failure (unable to charge). It was reported that the battery was installed, and plugged in to the main power supply; however, the battery will not charge. Per the gfe response, there was no interface mismatch. The fse replaced the battery to resolve the reported issue. The unit was then returned to full functionality. Not in use, no patient or user harm reported.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 29dec2020.

Event description:
The customer reported battery will not charge and touchscreen failure. There was no patient involvement.